Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the customer to press the clutch button after removing the 30 degree endoscope and the reported problem was resolved. No site visit was conducted and the customer will not be returning the da vinci product involved in this complaint. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the customer noticed that the 30 degree endoscope rotated automatically when installed. The customer already pressed the clutch button, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer press the clutch button after removing the endoscope, then the issue was resolved. The tse also recommended the customer to check the endoscope rotation after the procedure. The procedure was completing as planned with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred after ports had been placed in the patient. The image was inverted. The event did not involve a reversed control of the system arms. The instrument was not being operated. The vision orientation changed on its own. The alleged vision issue did not result in patient injury.